Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 12/22/2014. Belt: 03/06/2018.

Event description:
A us distributor contacted zoll to report that a life vest patient passed away while in the hospital. Review of the download ECG data indicates that the patient entered af at 85 bpm with pvcs transitioning to vt at 200 bpm and slowing to vt at 180 bpm from 13:25:20 for approximately 2 minutes and 45 seconds until the electrode belt was disconnected at 13:28:03. CPR and motion artifact were present on the ECG recording and precluded treatment from being delivered. The time of the patient's death is unknown.